Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, self test, and displacement accuracy test. Pump failed sleep current test due to moisture damage. Test p-cap locked into the reservoir tube successfully. No unexpected pumop error 63 alarms, pump error 23 alarms, unexpected battery alerts or alarms were noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, graph shows unexpected voltage drop but return to typical voltage spec range. No unexpected battery alarms were noted in the history files or traces on the event date. Pump error 63 variable 15 in the history files on 24-nov-2023 at 14:22:09.00 was confirmed due to a twi interface on the main or motor processor. Expected pump error 23 was confirmed on 22-nov-2023 at 21:58:03.00. The pump was cut open and found dried insulin in the motor slide and moisture damage on the pcba 1 and the force sensor. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, missing display window cover, scratched case, battery tube threads - cracked, cracked case (battery tube). Pump error 63 variable 15 was confirmed due to a hardware anomaly on the twi interface. Pump error 23 was not confirmed during testing. Blank display was not observed during analysis. Blank display was not confirmed. Unexpected battery power loss was confirmed due to moisture damage on the pcba 1. Pump failed sleep current test due to moisture damage on the pcba 1. Pump passed full drive test and displacement accuracy test. Unable to confirm high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported power loss, pump was not working properly, pump shut off and received a pump error 23 and 63 alarms with high blood glucose. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm successfully and stated that the pump rewind was completed and also the insulin pump passed the self-test. The customer will continue using the insulin pump and will not be returned for analysis.